Event description:
It was reported when using the bd microtainer® sst¿, the device experienced under-fill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: customer problem: from a bd sponsored clinical trial, specimen stopped flowing into tube with product 365967, lot 1252462. Through a bd sponsored clinical trial, product cat no. 365967, lot#1252462 had underfill issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® contact-activated lancet the device experienced under-fill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: the following information was provided by the initial reporter. The tubes are underfilling. From a bd sponsored clinical trial, the specimen stopped flowing into tube. Customer stated the specimen was below the bottom fill line. There was no reported patient adverse event(s).

Manufacturer narrative:
Product information has been updated and this MFR. Report #2618282-2022-00070 was deemed not reportable. There was no report of serious injury, medical intervention. Underfill associated with lancet not penetrating deep enough, may be associated with minor discomfort or dissatisfaction and require multiple reinsertions but is not likely to result in serious injury.